Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged one day post implant. Follow up indicated that no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.